Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking screw. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the extraction of a locking compression plate-dt (lcp-dt) and lcp-metaphyseal on (B)(6) 2013, four locking screws (three dt and one metaphyseal) could not be extracted. The surgeon tried to extract them with the extraction drill and the carbide drill bit. There was no residue in the tibia, however one screw remained in the fibula. This report is for an unknown locking screw. This is report 1 of 1 for complaint (B)(4).